Event description:
Boston scientific received information that this atrial lead was exhibiting elevated threshold measurements. On (B)(6), there was an atrial lead revised due to exit block. Thresholds 3 months post op rose from normal to 3.5v @ 1msec. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.